Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The sp mcs tip cover was found to have one of the broken tabs inside the tip cover broken. As a result the blades became dislodged from the tip cover. In addition, the mcs tip cover was found to have blade damage. Both blade edges were indented, which prevented the blades from closing. This failure is most commonly caused by mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Isi has not yet received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. No log review was performed as instrument log review does not provide any information regarding the mcs tip cover accessory. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory became detached. The item was retrieved and no additional surgical intervention was required. However, unintended items falling inside the patient may require surgical intervention. At this time, it is unknown what caused the issue to occur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory became detached. The product was retrieved and a backup mcs tip cover accessory was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the instrument and mcs tip cover accessory were inspected prior to use. The surgeon was dissecting tissue when the mcs tip cover accessory fell inside the patient. The surgeon did not notice any issues with the functionality of the mcs instrument. The mcs instrument did not collide with any other instruments during the surgical procedure. The surgical staff did not feel any resistance upon removal of the mcs instrument. The wrist of the instrument was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or the cannula after the event occurred. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. The mcs instrument is not available for return.